Manufacturer narrative:
The customer confirmed that the patient, (B)(6) , was safely brought back to bed and reported no injury. The customer also stated that the motorized spreading function of the lift was out of order at the time of the event, but they were still considering the lift safe to use. The gear racks are articulation parts and therefore subject to wear and tear. These parts must be checked during preventive maintenance, as their wear depend on the frequency of use. The periodic inspection protocol for liko mobile lifts 3en371001 rev 5 (which describes yearly inspections of liko mobile lifts) states under section 4: "inspect the base widening mechanism, open and close the base to maximum and minimum positions, make a functional check of the base widening, and make sure all screws and nuts are tightened" the inspection protocol further states: "the mobile lift has an expected service life of 10 years when properly used and maintained." The instruction guide for golvo 8008, 7en140105-01, states under care and maintenance; "for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. Check the integrity of the lifting motion and the base-width adjustment." Although the reported incident did not result in a serious injury, if a similar event were to recur, it could lead to a serious injury. Therefore, hillrom consider this a reportable event.

Event description:
The customer reported that when the caregivers were transferring a patient from the bed to a wheelchair, they noticed an irregularity with the lift and brought the patient safely back to bed. The caregivers then noticed that the lift driving arm of the lift had come out. There was no report of patient or caregiver injury. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The customer confirmed that the patient, (B)(6) , was safely brought back to bed and reported no injury. The customer also stated that the motorized spreading function of the lift was out of order at the time of the event, but they were still considering the lift safe to use. The gear racks are articulation parts and therefore subject to wear and tear. These parts must be checked during preventive maintenance, as their wear depend on the frequency of use. The periodic inspection protocol for liko mobile lifts 3en371001 rev 5 (which describes yearly inspections of liko mobile lifts) states under section 4: "inspect the base widening mechanism, open and close the base to maximum and minimum positions, make a functional check of the base widening, and make sure all screws and nuts are tightened" the inspection protocol further states: "the mobile lift has an expected service life of 10 years when properly used and maintained." The instruction guide for golvo 8008, 7en140105-01, states under care and maintenance; "for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. Check the integrity of the lifting motion and the base-width adjustment." Although the reported incident did not result in a serious injury, if a similar event were to recur, it could lead to a serious injury. Therefore, hillrom consider this a reportable event.

Event description:
The customer reported that when the caregivers were transferring a patient from the bed to a wheelchair, they noticed an irregularity with the lift and brought the patient safely back to bed. The caregivers then noticed that the lift driving arm of the lift had come out. There was no report of patient or caregiver injury. This report was filed in our complaint handling system as (B)(4).